Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure due to physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 15441969 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.